Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump under warranty, confirmed shipping details, instructed customer to place malfunctioning pump into storage mode and return it with a prepaid label.